Event description:
It was reported that the patient presented for follow-up in backup vvi. Further troubleshooting could not be performed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis confirmed normal battery depletion.